Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the physician had difficulty placing the lead and the helix was blocked. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.the analyst also noted: lead received with the helix was fully retracted. Helix was able to be extended but it was bent, visually. It was still able to be retracted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.